Event description:
Hcp reports the patient was not having pain relief. The pump was explanted and returned to the manufacturer for analysis. The hcp believes the pump may be defective. A follow up report will be sent when additional information is received.